Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d1 for brand name, d4 for device information, g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.

Manufacturer narrative:
Per the complaint, part/lot numbers are unknown. Part number will be identified at inspection and lot information will be requested.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.